Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 10.0 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive and no significant events leading to keypad anomaly were observed. Customer confirmed that replacing the battery did not resolve the keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit intermittent button response on the select and down button due to corroded keypad traces the keypad flex fingers. No stuck button alarm, audio/beep anomaly or red notification light anomaly noted. However, unit had constant pump error alarm noted during the rewind test due to moisture damage on the motor. The force sensor and electronic assembly was corroded. Unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error alarm. Unit had minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer.